Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/reporter contacted lifescan to report the one touch ultrasmart meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On the night of (B)(6), 2010 the patient obtained an unspecified error message on the reported meter; he was unable to obtain a blood glucose reading. The reporter was unable to provide the specific error message that occurred. During the morning of (B)(6), 2010, the patient experienced the symptom of being "extremely disoriented". Emergency services were contacted. Paramedics arrived and tested the patient's blood glucose level to be 20 mg/dl. The patient was treated with oral glucose gel and food. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.